Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy for obesity, some of the staples of 6th firing stapled on an existing staple line of 5th firing. Slr was used on the 5th firing, and the staple of the 6th firing pushed out the slr and the staple malformed. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.